Event description:
It was reported that a critical care nurses stated no to the question did the x-force renal sheath¿s radiopaque marker provide adequate visibility. The physician stated that the radiopaque marker didn't provide adequate visibility for the device 992101 - x-force® 10mm x 17cm renal sheath, clear, sterile because none.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. Although an exact root cause could not be determined a potential root cause could be material selection. The DHR review is not required as no lot number was reported. The instructions for use were found adequate and states the following: precautions: only a physician who has an understanding of the clinical applications, technical principles and risks associated with balloon dilation of a nephrostomy tract should use this device. Directions for use: establishment of a percutaneous nephrostomy tract and renal dilation should always be performed under fluoroscopic control. 1. Percutaneous access is established and a guidewire passed into a secure location within the intra-renal system. If feasible, the guidewire should be passed down the ureter and into the bladder. 2. Dilation of the tract to the desired size should be performed using an x-force¿ nephrostomy balloon dilation catheter. 3. Once the tract is established, the sheath is passed over the dilation device and positioned as desired. 4. Remove the dilation instrument from within the sheath, maintaining both the sheath and guidewire in position. 5. The guidewire may now be secured in the guidewire notch. 6. The procedure may now be performed through the sheath. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that in an online survey a physician stated no to the question did the x-force renal sheath¿s radiopaque marker provide adequate visibility. The physician stated that the radiopaque marker didn't provide adequate visibility for the device 992101 - x-force® 10mm x 17cm renal sheath, clear, sterile because none.